Event description:
It was reported that the patient experienced weakness. A transmission showed the implantable pulse generator (ipg) device failed to mode switch due to every other p-wave falling into the blanking period, which resulted from undersensing by the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.